Event description:
Event description guidant received information that this right ventricular lead's impedance measurements had decreased since implant and loss of capture was observed. It was noted that the patient has not been followed since the system was implanted and was not pacer dependent.